Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation information: the sample was returned for evaluation. Visual inspection and functional leak testing revealed that the leak was coming from the welded area of the volume indicator port. The cause was determined to be a manufacturing issue. The machinery was recalibrated. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a basal/bolus infusor experienced a leak in the bottle. This event was reported to have occurred after filling, during storage. The drug is unknown and there was no patient involvement, patient/user injury, or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
(B)(4).initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.